Event description:
It was reported that during injection with bd nano¿ 4mm pen needle insulin was unable to be delivered. The following information was provided by the initial reporter: it was reported that pen needles clog during injection.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during injection with bd nano¿ 4mm pen needle insulin was unable to be delivered. The following information was provided by the initial reporter: it was reported that pen needles clog during injection.